Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, an ezprime operation was performed and the pump dispensed fluid during the load step and emitted a "no cartridge detected" warning. Evaluation revealed that the force sensor is out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for motor sounds. Evaluation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2011.